Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a pneumonectomy procedure, the surgeon used the device on (B)(6) and there were no staples in the cartridge. It was used on the pulmonary vein which of course bled and required a cell saver. A subsequent reload fired correctly. The condition of the pt immediately following the event was stable.